Event description:
Report received indicated patient experienced a neurological event diagnosed as transient ischemic attach (tia). The patient was consented to the study for carotid stenting. At baseline, the patient was evaluated with a nih (national institutes of health) stroke scale score of (0). The rankin stroke scale score was not documented. The patient was symptomatic. Heparin was administered during the procedure. The target lesion location was proximal of the right internal carotid artery and there was no occlusion in contralateral carotid indicated. The target lesion diameter stenosis was 80% and had a reference diameter of 5.0mm. There was no large amount of thrombus seen adjacent to the target lesion. The total length of stented segment was 60.0mm and the lesion was predilated. No other lesion characteristics were documented.

Manufacturer narrative:
A distal protection device was prepped and deployed successfully. Two precise were deployed overlapping at the intended site location successfully. There were no stents malfunctions reported. Upon retrieval of the angioguard is unknown if there was any debris in the basket (information was not documented). However was indicated the angioguard was successfully retrieved without any issues or technical problems. The procedure was completed with "80%" final residual in lesion stenosis. The patient was administered aspirin and clopidogrel pre-procedure, post-procedure, and at discharge. In addition the study site reported the patient experienced a neurological event diagnosed as transient ischemic attach (tia). The event transpired on the same day of the index procedure. However, it was also indicated the event (tia) did not occurred during the procedure or during the catherization. The onset of this event was sudden and included symptoms of behavioral and reflex changes. Aphasia, hemiparesis (left), visual field loss (left). The recovery was partial, minor residual. The event was unrelated to anticoagulation therapy, unrelated to any cordis' products and related to the procedure per medical personnel. The patient was discharged in 2008 with an nih stroke scale score of (5). This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of two products involved in the same patient and reported under manufacturing number 9616099-2008-02034 and 9616099-2008-02035.